Event description:
It was reported that; during surgery, the surgeon used the tap(4.5mm). During using the tap 4.5mm, the surgeon found that the tip of tap broke. The surgeon could not remove the broken tip of tap from the patient bone. There was a mistake in the catalog number in this case, and sales rep was checking it.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. The most likely cause of the customer reported event is eventual wear of the device leading to fracture.

Event description:
It was reported that; during surgery, the surgeon used the tap(4.5mm). During using the tap 4.5mm, the surgeon found that the tip of tap broke. The surgeon could not remove the broken tip of tap from the patient bone. There was a mistake in the catalog number in this case, and sales rep was checking it.